Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device shows error code e224 when plugged in, communication error. There were no reports of patient involvement. The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e224 error due to a bad cable/connector, intermittent image due to bad charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure of e224 error is due to a bad cable/connector and intermittent image due to bad charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.